Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8590-1, lot# n242813, implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type: accessory.

Event description:
Information was received from a healthcare provider regarding a patient in a clinical study who was receiving morphine with concentration 25.0 mg/ml at a dose rate of 4.902 mg/day via an implantable pump as of (B)(6) 2011 for non-malignant pain and failed back surgery syndrome. It was reported that the patient experienced a gradual loss of effect of treatment. When palpated on (B)(6) 2012, the pumped moved freely in the pocket. This was due to the large amount of weight the patient had lost. The clinical diagnosis was pump inversion. The catheter was twisted. The programming date from the most recent refill prior to the event occurred on (B)(6) 2012. The patient was receiving infumorph via their pump at the time of the event. The event had resulted in an unscheduled clinic / office visit. Intervention included the pump having been repositioned on (B)(6) 2012. The event resolved without sequelae as of (B)(6) 2012. Regarding etiology, the event was not related to the device or therapy but was related to the implant procedure.

Manufacturer narrative:
Patient code no longer applies to the event. Conclusion code applies to the pump, serial # (B)(4). Conclusion code applies to the catheter, serial # (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type: catheter. Product ID: 8590-1, lot# n242813, implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type: catheter.

Event description:
Additional information received from the clinical site indicated the entire catheter was also removed on (B)(6)-2012 during the pump re-positioning. The location of the explanted catheter was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.